Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation catheter with lot number 0012193054 was returned and analyzed. Visual inspection showed the catheter intact without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. The guidewire was received threaded into the catheter and extended beyond the tip. A foreign material was observed a the tip, point of contact with the guidewire. X-ray and optical inspection showed the measured diameter of the returned guidewire is 0.032 inches, as required by the instructions for use. Guidewire removal was performed and resistance was encountered during the removal attempts. The guidewire is likely stuck due to dried blood, saline, or contrast. The guidewire extends from the tip of the catheter about 1.375 inches and is stuck due to the foreign material. Dissection was performed to assess the points of resistance. The outer diameter of the guidewire exceeds the spec of 0.032 inches due to presence of the foreign material at two locations. One at the tip of the catheter and a secondary resistance was observed inside the guidewire lumen at 0.5 inches from the distal end of the dual lumen. Catheter identification and ablation was performed and data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the pulsed field ablation catheter failed the returned product inspection due to the foreign material in the tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the wire became stuck in the catheter while moving from the right inferior pulmonary vein (ripv) to another vein. The array was recaptured and the catheter was removed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.